Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The customer's allegation was confirmed. The device evaluation found the front panel indicator flickers. Based on the results of the investigation, it is likely that the following led to the malfunction: insufficient supply caused by faulty power supply unit and a faulty turret. A definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the visera pro xenon light source exhibited a flickering light bulb. The issue occurred during preparation for use for a therapeutic plasma cutting procedure. The procedure was completed using a similar device. There were no reports of patient harm.